Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were sticking and causing the pump to scroll, self-suspend, and self-lock, resulting in a blood glucose of 500 mg/dl with ketones. The patient was reportedly given a correction injection. The patient noted that the self-suspending and self-locking was occurring at random. The patient stated that she wears the pump in a pocket and does not clean the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an issue with keypad button responsiveness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons responded to button presses as expected and had normal spring back. There was no contamination found under the key contacts. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were several pump "suspends"observed in the pump history on the reported event date between 12:46 and 23:01. An "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump did not suspend or scroll on its own during testing.